Manufacturer narrative:
Date of event: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article titled, "percutaneous mitral valve repair in adults with congenital heart disease: report of the first case-series".

Event description:
This is filed to report single leaflet device attachment/slda, recurrent tricuspid regurgitation and increasing tricuspid regurgitation. It was reported in an article review, that this was a mitraclip procedure to treat tricuspid regurgitation (tr). It was noted a very small posterior leaflet. The first clip was deployed for off label use between the anterior and septal leaflets. Then the second clip delivery system (cds) was advanced to the tricuspid valve for off label use, and the clip was deployed between the anterior and posterior leaflets. Two clips were implanted, reducing tr to 1. However, the following day imaging showed the second clip was detached from one leaflet, but remained attached to the other leaflet, (single leaflet device attachment/slda) increasing tr to 1-2. Additional treatment was not performed. There was no reported clinically significant delay in the procedure. A 10-month follow up showed the heart function classification has improved and no worsening of tr. No additional information was provided.

Manufacturer narrative:
The UDI is unknown as the part and lot number was nor provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be performed due to unknown lot information. Based on the information reviewed, a cause for single leaflet device attachment/slda could not be determined. The reported off-label use was due to the device being used on a tricuspid valve. The reported tricuspid regurgitation was an outcome the slda. Additionally, the reported patient effects of tricuspid regurgitation as listed in mitraclip instructions for use (IFU). Are known possible complications associated with mitraclip procedures. It should be noted that the IFU states: "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". In this case, the device was used for a tricuspid valve procedure. However, the off-label use did not likely contribute to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.na